Manufacturer narrative:
UDI# (B)(4). All batteries were returned to the manufacturer. Correction- MFR date: bat214708 - MFR. Date: 02/18/2016, bat214767 - MFR. Date: 02/19/2016, bat214263 - MFR. Date: 02/04/2016, bat214877 - MFR. Date: 02/21/2016, bat214624 - MFR. Date: 02/11/2016, bat214228 - MFR. Date: 02/03/2016. (B)(4). Additional information received indicates that the patient was asymptomatic during the loss of power to the system. The patient was last reported to be doing fine at home. No further information was provided. It was reported that the patient was experiencing power switching events. Controller con186061 and batteries bat214228, bat214263, bat214624, bat214708, bat214767, and bat214877 were returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the devices revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat214228, bat214263, bat214624, bat214708, bat214767, and bat214877. Several premature switching events were also caused by communication errors involving bat214708. Log file analysis revealed a controller power up event and motor start event on (B)(6) 2016. This observation occurred after the reported event date and is likely due to a disconnection of both power sources. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation investigating momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note: due to new (B)(6) and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that this patient recognized that the controller changed from one power port to the other one before the batteries were down to 25%. There were also reports of pump stops. Log files were sent. The controller and six batteries were exchanged without consequence to the patient. No further information was provided.